Manufacturer narrative:
The instrument was returned for analysis. Analysis found that the tip of the probe was visibly bent. The probe verified with markers and displayed good geometry and divot error readings with normal tracking and verification. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the preparation of the equipment, it was found that the tip of the cervical probe was bent. The procedure was completed without using the cervical probe. There was no patient present when this issue was identified. An update was provided that the suspected cause was a strong force was applied and bent the instrument.